Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527365m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a drop in the patient¿s blood pressure was noticed from anesthesia on ¿a¿ line and visualization on transesophageal echo (tee). Pericardial effusion was confirmed by echocardiography. Pericardiocentesis was done to drain 400cc of fluid from the pericardial space. The patient was reported in stable condition. Reminder of the procedure was aborted. There¿s no report of prolonged hospitalization. Patient has been discharged from the hospital. Physician does not believe the issue was related to a bwi product malfunction and alleges the patient¿s anatomy and catheter or sheath manipulation might have contributed to the event. No bwi product malfunctions were reported. Transseptal puncture was performed with a schwartz sheath x2, bailys nrg needle x2. There was no evidence of steam pop during the ablation. Default flow settings were used. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. The force visualization features used included graph, dashboard, vector and visitag. Surpoint settings/tag index were used as parameters for stability on the visitag module. Tag index was used as coloring option.